Event description:
It was reported that the patient felt stimulation slightly when the implantable neurostimulator (ins) was turned off. It was further noted that the patient felt stimulation strong when the stimulator was turned on. It was further noted that this occurred on the morning of the report and the patient admitted herself to the emergency room (ER). It was confirmed that the device was off. It was further noted that a preventative battery reset was performed and the patient did not notice any difference. It was further noted that the patient had an ins revision the week prior to the report due to normal battery depletion.

Manufacturer narrative:
Product ID 74002, serial# unknown; product type adapter product ID 7435, serial# (B)(4), implanted: 2004 (B)(6); product type programmer, patient product ID 3998, lot# j0401917v, implanted: 2004 (B)(6); product type lead product ID 748940, serial# (B)(4), implanted: 2004 (B)(6); product type extension product ID 748940, serial# (B)(4), implanted: 2004 (B)(6); product type extension. (B)(4).